Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the power supply was low voltage. The manufacturer representative cleaned contacts and it returned to normal voltage. The imaging system then passed the system checkout and was found to be fully functional. B01, c02, d02 are applicable. H6: multiple fdd/annex a codes were reported. A09 was coded for the red x on the pendant. A090501 was coded for the system being unable to expose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system was unable to expose. The site said there was a red x on the pendant. Medtronic imaging was aborted, and the site swapped the imaging system to continue with surgery. There was a patient present.

Manufacturer narrative:
Product added to section d10. Continuation of d10: product ID: bi71000450, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.